Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
The lens exchange did not resolve the problem. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion: 24-off-label use [anterior endothelium chamber depth < 3.0 mm (2.97 mm)]. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, diopter -13.5/+1.5/071 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.